Event description:
It was reported that the bd precisionglide¿ needle had pierced through the shield before use. The following information was provided by the initial reporter: "this bd product was packaged with the needle sticking out and caused a prick injury. We use tens of thousands of these and this is the first time something like this has occurred."

Manufacturer narrative:
H.6. Investigation summary: one (1) sample and three (3) photos were provided by the customer for investigation. The sample was visually examined using unaided vision and it was observed that the needle has been bent and has penetrated the needle shield and the tip of the needle is protruding out of the shield. Three (3) photos were provided by the customer for investigation. One (1) photo shows the needle assembly next to an opened blister pack. The blister pack is set in such a way that the top web is visible providing the lot number and product number. The second (2nd) photo shows someone holding the needle assembly above the blister pack. The needle assembly is held in such a way that it can be seen that the needle is bent, has penetrated and is protruding from the needle shield. The third (3rd) photo shows someone holding the needle assembly. The needle assembly is held in such a way that it can be seen that the needle is bent, has penetrated and is protruding from the needle shield. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review revealed that during the packaging process needles through the shield were found. The feeder tank was statistically sampled and product was 100% inspected after it was detected however, there was no record of the product which was already packaged being statistically sampled. Conclusion: it appears that the needle was slightly bent when the needle shield was pressed on which caused the needle to penetrate the needle shield and protrude out of the shield. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had pierced through the shield before use. The following information was provided by the initial reporter: "this bd product was packaged with the needle sticking out and caused a prick injury. We use tens of thousands of these and this is the first time something like this has occurred."